Manufacturer narrative:
The reported event of lead dislodgement, high capture threshold and low sensing threshold were not confirmed by analysis. During analysis, a failure event was observed which was unrelated to the reported event. Final analysis found that external insulation abrasion was noted at 29.6-29.9 cm and 31.8-32.0 cm from the distal tip consistent with lead friction to another device or feature of the heart. The silicone insulation beneath was not damaged at these regions.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2938836-2019-17608. It was reported that high capture threshold and decrease sensing were observed on the right ventricular (rv) lead. Lead dislodgement was also confirmed via fluoroscopy. The lead was explanted and replaced. The patient was discharged.